Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿suicide attempt¿ is not available.

Event description:
It was reported that the patient began experiencing worsening of suicidal ideation, and suicide attempt by intentional overdose on. These events are considered as serious adverse events. It was noted that these events are possibly related to vns stimulation. The patient has now recovered from these events. It was noted that the patient was hospitalized due to these events. No other relevant information has been received to date.

Event description:
Additional device information was provided. No other relevant information has been received to date.